Manufacturer narrative:
Investigaiton results completed on a convective warming/level 1 equator blowers. The complaint reported patient burns. The device arrived and the physical condition revealed wear and tear with damages on top and bottom enclosures, along with oil leaking on motor. Device was powered on and on the key pad ran high, medium and low for two hours. No overheating occurred. The over heating was not able to be duplicated and no problem found. Prevenative messures were implemented to replace enclosure top and bottom, motor, impeller, heater and hose. The device passed all functinal and delivery testing.

Event description:
Device analysis completed and will be summarized.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device burned a patient. There were no reported further adverse effects.

Manufacturer narrative:
Additional information was received indicating that second degree and third degree burns were noted to the patient's toes following use of a level 1® equator® convective warming device. The patient was reported to have been lying flat on his back during the procedure. Jelonet dressings and flammazine cream were used for the treatment of the burns. Prolonged sedation and immobilization with extended hospital stay was reported. There was no further reported adverse effects.